Event description:
It was reported that log files were attached for analysis. The patient received a pump exchange on 24apr2025 (cs-211296). The patient was admitted today after calling overnight with continuous low flow alarms. A computed tomography angiography (cta) and echocardiogram had been ordered but was not completed. Log files captured low flow events on 06mar2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. The pump log files appeared normal so there did not appear to be any pump issues at this time. The pump parameters changed as expected during the set speed adjustment.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log files contained events from 06mar2026. Intermittent low flow hazard alarms were captured throughout the file. Of note, of note, estimated flow decreased below 2.0 lpm to values as low as 0.6 when the patient¿s fixed speed was reduced to 3900 rpm, and the low flow events during the speed reduction appeared to be associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. Additionally it was found incidentally during investigation that a pump reset was captured in the lvad event log file on 06mar2026. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.